Event description:
Physician was injecting patient and had needle disengage and collagen leaked forcefully. There was no impact to patient, however event is being reported due to the possibility of injury should the event occur again.